Manufacturer narrative:
Unable to prime during the prime/a33test due to faulty fsr (gold). Pump passed the displacement test and self test. Unable to perform the occlusion test and no delivery test due to prime anomaly. No unexpected sound anomaly noted. No led/lcd anomaly noted. Pump had minor scratched display window.

Event description:
It was reported via phone call that the insulin pump motor was making sounds. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.